Event description:
The patient was enrolled in the (B)(6) with an unknown lesion and had a 2.25 x 23mm cypher stent implanted. Approximately seven months post index procedure the patient died. The cause of death was unknown, as there was no contact made with the family.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient died approximately seven months post index procedure. This is an unknown patient with unknown medical history. The indication for the procedure is unknown. Target lesion characteristics are unknown. Procedure details are unknown. Report was received that approximately seven months post procedure the patient died of unknown causes. Despite multiple attempts to obtained further information to date no more information has been available. The stent remains unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15145407 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Record pths # (B)(4) was generated: the microbiology testing results corresponding to the additional samples taken on sample site r28 were acceptable. Therefore, all lots included in this pths ((B)(4)) can be accepted per specifications. Pre-sterile lot 15145414 was reviewed. It was observed during review of this lot that fourteen units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No issues were noted that were considered potentially related to the reported complaint. Additional information was requested to the coating site for death. The investigation revealed that no nonconformances were issued during the coating process, and that no anomalies were found for the lot involved. Death is a known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU (instructions for use) as such. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. No corrective action is required at this time. Review of the available information does not allow for an exact determination of causal factors.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.